Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting discrepant result from one patient sample tested on provue analyzer. According to customer, sample was tested on provue on (B)(6) 2017. Results from provue showed the following (forward/reverse) anti-a= negative; anti-b = 3+; anti-d= 3+; control negative and negative for a1 and b-cell. The interpret from provue = nrd. Customer then testing sample in question using tube method and saw the follow reactions. Anti-a = 2+; anti-b= positive; anti-d= positive; positive with a1 cell; b-cell= negative; anti-a1 lectin = negative and a2 cell= negative. Type of patient= subgroup ab pos with probable anti-a1. Gel cards used in testing on (B)(6) 2017= 102816037-16 exp 9/27/17. Customer did not repeat testing using manual gel method. Issue started on: (B)(6) 2017; reported 2/14/17, frequency: x1, methodology used: provue and tube method. Reaction grade obtained: negative on provue for anti-a microtube, customer was expecting: positive with anti-a microtube. Test repeated: yes. Result obtained by repeating: positive in tube method. The patient in question did not have any previous history at this facility and is an (B)(6) male. Ortho care discussed with customer the limitations of subgroup and the mts abd/rev grouping cards. Customer is aware of the limitations. Customer further indicated that facility does not have the gel cards recommended for additional troubleshooting in gel. Customer further added that daily qc testing was performed and acceptable. All reagents and gel cards were stored per IFU. Appearance was acceptable.